Event description:
The user facility reported that a patient received a shoulder injury during a 6 hour surgical procedure that required the patient to remain in the trendelenberg position (head down) for 2 ½ hours. The facility used the trenstop trendelenberg restraint device, which is an attachment to the surgical table, to support the patient in this position and prevent the patient from sliding off the table. Following the procedure, the patient could not lift her arms. She underwent an MRI which evidenced nerve damage in the shoulders and diagnosed as an injury to the brachial plexus. It was reported that the patient did not suffer a spinal injury and that the patient has recovered 80% mobility in her arms and is expected to make a full recovery following physical therapy.

Manufacturer narrative:
A steris service technician went on-site after the reported incident to inspect the trenstop trendelenberg restraint device. The user facility could not identify the actual accessory that was used during the reported event. The accessory was returned to use immediately after the procedure and the facility could not confirm which of their 8 trenstop devices was the one used during the reported incident. The steris service technician inspected all 8 trenstop devices at the facility and verified that they were all in proper operating condition. It is not known how or why this injury occurred. Patients placed in the trendelenberg position have pressure from their body weight placed onto the shoulders which can compress the subclavian vessels and brachial plexus and result in patient injury. The trendelenberg trenstop device is indicated for use in trendelenburg postures up to 45 degrees in patients weighing up to 450 pounds and is designed to keep the patient from sliding downward. The trenstop devices at this facility are not under a steris service contract and are currently maintained by the facility biomedical department. There have been no other reports of this type involving this accessory and this event is considered to be an isolated occurrence.